Manufacturer narrative:
G2: foreign country - taiwan; review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends h3 other text : not returned.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the skin taken was uneven. The event timing was during kit inspection. There is no harm or delay reported as no patient involvement was noted. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Event description:
There is no additional event information.

Manufacturer narrative:
Review of the most recent repair record determined the device was not cutting properly and was out of calibration. The machined head, ball plunger, lever, set screw, and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends